Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, it was noted that two of the splines in the distal cage were inverted/bunched. A guidewire was returned with the catheter, but it was not inserted. The guidewire was advanced through the guidewire lumen, but it got blocked just proximal of the tip of the spline cage. The catheter was deployed to basket, and the bunched splines remained inverted. The inverted splines were then manually pushed back, and the device was deployed to flower without difficulty. Subsequently, flushing through the irrigation line was tested. Flushing was functional in all deployment states. The spline cage of the catheter was examined on the microscope to look for anything that might cause spline inversion, but nothing out of the ordinary was noted. Microscopy was also used to have a closer look at the tip of the guidewire lumen, where the guidewire could no longer be advanced. The distal end of the guidewire lumen was dissected, but a cause for the occlusion was not found. The device was dissected to have a closer look at the flush tubing. No damage was noted on the tubing, and a flushing attempt after dissection was also successful. No leak path was observed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was successfully prepared and positioned in the left superior pulmonary vein (lspv). When the catheter was deployed to basket, the physician noticed an air bubble on the intracardiac electrogram (ice) in the irrigation line. The device was immediately removed to be re-aspirated, once resolved, the physician noticed difficulties moving the guidewire and a spline inversion issue when deployed to flower mode. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was successfully prepared and positioned in the left superior pulmonary vein (lspv). When the catheter was deployed to basket, the physician noticed an air bubble on the intracardiac electrogram (ice) in the irrigation line. The device was immediately removed to be re-aspirated, once resolved, the physician noticed difficulties moving the guidewire and a spline inversion issue when deployed to flower mode. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.